Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The distal tip is frayed, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A non-sterile ic 71, 132 cm, ce, asp. Ind was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the presence of hydrophilic coating was confirmed. The tip was noted to be in a flat condition. One (1) compressed condition and one (1) stretched condition were found on the brite tip of the catheter; the compressed condition was found at 1.5cm, and the stretched condition was found from 5cm to 8.8cm. A frayed condition was found at the proximal end of the stretched condition. Three (3) compressed conditions and one (1) kinked condition were found on the body shaft of the catheter; the compressed conditions were found at 16cm, 16.8cm and 17.5cm, and the kinked condition was found at 29.3cm. All measurements were taken from the distal end of the catheter. Further inspection under microscopic magnification revealed that as a result of the stretched condition on the mesh structure of the brite tip, the coating was found frayed and torn. The catheter was flushed with a lab-sample syringe and no water leakage was noted from the torn condition of the mesh structure. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding resistance in the hub was not confirmed as during the dimensional analysis no issues were encountered that could generate resistance. The issue reported that the catheter body got stretched was confirmed based on the appearance of the returned device, the catheter stretching seems to be the result of the manipulation exerted during the advancement and withdrawal of the catheter. Based on this, the customer complaint was confirmed. There is no indication that the issue reported in the complaint is the result of an inherently device-related defect. The kinked and compressed conditions found during the product analysis were not originally reported, with the limited information available, the exact time of these occurrences cannot be determined, and they are not considered a contributing factor to the issue reported. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure for an arterial ischemic stroke (ais), while using the ic 71, 132 cm, ce, asp. Ind (ic71132ca / 30729952), resistance was felt in the hub, it was also reported that the catheter body got stretched and could not be used, the catheter was replaced with a same like product and the procedure was completed. Additional information was received on 13-sep-2023 stating that the catheter was used in a combined technique case, there was no breaks in the device integrity at the site of the defect, no excessive force been applied to the device, the device was used and prepped as per instructions for use and the procedure was not prolonged. The physician mentioned that the event probably occurred when the stent was pulled back slightly into the embovac. Based on the product analysis of the device received, the distal tip is frayed.